Manufacturer narrative:
(B)(4). Describe event or problem - correction: "the reported event of loss of connection could not be confirmed." Correction event problem and evaluation codes.

Event description:
The reported event for loss of connection was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed with a known good transmitter and failed. Voltage testing was performed and passed. No data log available for review. Bin file was unable to be downloaded. The reported event of loss of connection could not be confirmed. The root cause was determined to be a defective transmitter.